Manufacturer narrative:
The insulin pump was returned for analysis and confirmed that the insulin pump was received with intermittent button response at act due to connector unlocked on lcd board. No button error alarm during testing. Pump passed displacement test and self test. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. The asr exemption e2015043 was revoked on february 4, 2019. This event was previously reported as an asr. Additional information or analysis results regarding this event will be reported as an MDR.

Event description:
It was reported that the customer insulin pump had keypad anomaly. The customer¿s blood glucose level was 16 mmol/l. The customer reported that the act keypad was not functioning. The customer reported that the time clock was advancing. The customer was advised to discontinue use of the pump and revert to backup plan per health care professional instructions. The customer was advised the pump will need to be replaced. The insulin pump will be returned for analysis.